Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned timeouts in pulse widths during runtime, although these timeouts did not affect the function of the device and the pulse widths returned to normal. No evidence was found that would result in timeouts occurring. The formed needle was visible in the exposed portion of the soft cannula. Upon removal of the top housing, the formed needle fully retracted. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted in a failure of the needle mechanism to fully retract the formed needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide.model: ent450.17845-5c-aw rev a 10/17.checking your blood glucose 4 / page 36.warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia).warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Using the pod 3/ page 32-33.check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 420 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.